Manufacturer narrative:
Pa and lateral of neck and chest x-rays were reviewed. Results: no anomalies were noted on the x-rays. Conclusions: device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt was experiencing an increase in seizures, does not feel stimulation and no longer has the voice change with stimulation. Device diagnostic testing yielded high lead impedance at an office visit. Review of x-rays by MFR did not reveal any anomalies. Lead break of unk cause is suspected. Revision surgery is likely. No serious injury was reported.